Event description:
The customer reported out of range beta human chorionic gonadotrophin (bhcg) and folate quality control (qc) results involving the access 2 immunoassay system. No erroneous patient results were generated. The customer noticed some discrepant results but noted the difference was clinically insignificant. There was no report of patient consequence associated with this event. The customer noted system check failed on the day prior to the event. During troubleshooting with beckman coulter customer technical support (cts), the customer observed loose substrate fitting and system check failed on the first repetition of the washed portion, and quantity not sufficient (qns) error on the last repetition. The customer tightened the loose substrate fitting and performed a successful system check. Quality control (qc) was also within specification. No other issues were noted. The instrument was returned to normal operation. The customer retested patient samples since the last acceptable system check and noted no erroneous patient results were generated.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).